Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a red blinking light on the transmitter charger when the transmitter was connected. The customer reported no adverse event. The event involved product(s) mmt-7841zn, and mmt-7715. Troubleshooting was performed for transmitter charging. The customer called with questions and concerns regarding charging the transmitter. It was confirmed that there was no damage to the charger battery spring or connector pins. The charger led (light emitting diode) was flashing green, and the charger had not been used for more than one year. The customer was advised that the charger was working properly and the transmitter was charging. Troubleshooting was also performed for a loss of communication between the transmitter and the pump. The transmitter serial number was deleted from the pump and re-paired; however, the transmitter still did not communicate or trigger a ¿sensor connected¿ alert. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-7841zn was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7715.